Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to non-sustained ventricular tachycardia (vt) e pisodes and noise oversensing with inhibited pacing. The lead was capped and replaced. No patient complications have been reported as a result of this event.